Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "they did no dye test on me ". In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal distension ("bloated") and was found to have weight decreased ("severe weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, weight decreased, weight increased, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, pelvic pain, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report- weight decreased, device monitoring error . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: abdominal pain, bloated. Reporter was added. On 23-mar-2020: new reporter was added. On 23-mar-2020: social media received: event they did no dye test on me added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("they did no dye test on me "). The patient had a medical history of abnormal loss of weight and menorrhagia. The only concomitant product mentioned was cefazolin. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain") and abdominal distension ("bloated") and was found to have weight decreased ("severe weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy/total vaginal hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, pelvic pain, weight decreased and weight increased to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2012(discrepancy noted per pif) & (B)(6) 2012. Date(s) of removal: (B)(6) 2018(discrepancy noted per pif & (B)(6) 2019. Concerning the injuries reported in this case, the following ones were reported from social media report- weight decreased, device monitoring error, pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: plaintiff fact sheet received. Patient & reporter information updated. Product indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("they did no dye test on me "). The patient had a medical history of abnormal loss of weight and menorrhagia. The only concomitant product mentioned was cefazolin. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain") and abdominal distension ("bloated") and was found to have weight decreased ("severe weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy/total vaginal hysterectomy/bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, pelvic pain, weight decreased and weight increased to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2012 (discrepancy noted per pif) & 01-jan-12 date(s) of removal: (B)(6) 2018 (discrepancy noted per pif & 01-jul-2019. Concerning the injuries reported in this case, the following ones were reported from social media report- weight decreased, device monitoring error, pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("severe weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, weight decreased and weight increased outcome was unknown. The reporter considered pelvic pain, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report- weight decreased quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events were added: weight gain and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.